Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12382. It was reported that the patient presented for in clinic follow up. Pocket infection was observed so the pacemaker and right ventricular (rv) lead were explanted and replaced. The left ventricular lead was explanted solely prophylactically. No vegetation or endocarditis was noted. The patient condition was stable throughout.